Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator spinal cord stimulation - non-malignant pain/failed back surgery syndrome. It was reported that the patient was told initially that he would be charging every 2-3 weeks, but since implant the patient actually charges every 2-3 days. The patient reported that he thought it was normal due to his usage of the device; he never turns off therapy. Caller was redireceged to follow up with healthcare provider to check if this was the normal recharge interval. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the hcp would not have been the person this patient talked to about re-charging. It would have been another manufacturer rep who was no longer with the company. The hcp and the current rep did not have any conversations with this patient. No further complications were reported/anticipated.